Event description:
It was reported the epg (external pulse generator) was dropped, has a chipped case, and when the device was turned on, the display was unreadable (inoperable). The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device passed all incoming functional tests. Analysis also found the upper case, lower case, both bail covers, and battery drawer are broken. Battery contacts are compressed, keyboard is scratched, and serial number label is damaged. (B)(4).